Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. The customer stated that there was cracks and a piece missing on the battery compartment opening and the o-ring seal on reservoir compartment opening was partially missing. The customer also reported that insulin pump gives the no delivery alarm. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to completely broken reservoir tube lip. Device received with broken battery tube threads and minor scratched lcd window. (B)(4).